Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated infusion site leaking while using a steel contact detach infusion set (23 in, 6 mm), leading to frequent cartridge and tubing changes and an episode of hyperglycemia with blood glucose values reported over 400 that subsequently trended down after intervention. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery that required backup therapy and a full supply change. Investigation included troubleshooting with the user, a guided complete supply change, and review of infusion site selection practices. Investigation of this case revealed that infusion sites were being placed over stretch marks, which are suboptimal due to potential scar tissue and poor adhesion, and that relocating the site to an area without stretch marks resolved the leaking and allowed insulin delivery to resume. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to site selection and insertion location.